Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: the reported event of yellow wrench and red battery alarms was unable to be confirmed during evaluation of the heartmate power module (serial number (B)(6)) at the service depot. The power module was connected to ac power, a test system controller, and a mock circulatory loop. The power module supported the system as intended. The power module underwent functional checkout and passed without issue. The unit was returned to the customer site with a new backup battery installed. Reported information stated that the power module backup battery was replaced recently. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ cover all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 ¿ "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 ¿ "equipment storage and care" and section f "safety checklists, explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook (rev. A) and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient power module was alarming constantly with a yellow wrench and red battery. The battery was just replaced recently. The device was intended to be sent for evaluation and repair.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.